Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported several under corrections in hyperopic patients' left eye, post photo refractive keratectomy (prk). Upon follow up, it was reported that approximately 8 to 10 patients had outcomes of greater than one diopter of over correction.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatments. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. This report now represents one hyperopic patient that resulted in an under correction post photo refractive keratectomy (prk).